Manufacturer narrative:
No reports of a device malfunction have been received to date as it relates to this event. (B)(4).

Event description:
Patient received treatment on (B)(6) 2011. During that night, patient experienced hematuria and fever. There was no evidence of a urinary tract infection. There were no red cells seen on the microscopy of the urine. Patient again received treatment the following day.